Manufacturer narrative:
Explant date was missing in the initial report. Additional report consists of missing information.

Event description:
Additional information received: the ipg was explanted and replaced on (B)(6) 2017.

Manufacturer narrative:
Device batch /lot number was inadvertently reported incorrectly in the initial report. This report consists of the correct batch/lot number.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on 12september 2017. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history

Event description:
It was reported the elective replacement indicator (eri) triggered earlier than intended. The ipg log was assessed and the ipg was not at a true eri, the elective replacement indicator message displayed was premature. The device has the appropriate level of battery voltage to provide therapy. Ipg was replaced due to eri indication.